Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 primary UDI number.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: - could you please indicate if the powder clogged in irregular dotted lines came directly from the suture? The powder concerns the suture thread - it is noted that the thread strength seems diminished and has a brittle texture. Could you indicate if the suture broke? One of the threads with the problem has broken when a knot was made. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a cat underwent an oophorectomy procedure on (B)(6) 2024 and suture was used. Deposits in white dots were noted throughout the thread, like powder clogged in irregular dotted lines. The needle consistency and strength were not impacted. The thread strength seems diminished and brittle texture. More or less important fault depending on the wires. One of the threads with the problem had broken when a knot was made. The surgery could be performed using another wire of the same lot, without affecting the animal to date. Additional information was requested.